Event description:
The pt stated she was in the hospital for back surgery (discectomy), and was placed on a versacare bed with the a.i.r. Mattress. The pt complained to the nursing staff that the mattress was causing her back to hurt because it was constantly inflating/deflating, making it feel like a metal rod was being pushed into her back. The pt stated she had another operation a week later and is still having complications. She feels this was a direct result of being placed on this bed immediately following the operation.

Manufacturer narrative:
The accounts risk management department declined to release any info regarding the pt or the bed and would not confirm if the pt was admitted at their facility.